Manufacturer narrative:
Corrosion was noted inside the device on the mechanism rails indicating that fluid had leaked in the pod. A tear was found in the internal soft cannula and noted as the source of the leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 28 mmol/l (504 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Multiple corrections were administered using the pod, but the bg levels did not decrease. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.